Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient was having bladder incontinence. The patient was feeling stimulation, but it was in the wrong location. The patient felt stimulation at the battery site, not upfront like they were. The patient was on program 3 at 5.5v. The patient was in the hospital not due to their device or therapy. The patient had surgery for a blocked artery and had a stent put in and this could be related to the issue. The patient called their health care provider (hcp) and was told to call the manufacturer to reprogram the device over the phone. The patient changed to program 4 at 5.5v and felt stimulation in the correct area. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.